Event description:
It was reported that prior to implant the helix would not extend or retract. This lead was not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: multiple bent/kinks were noted on stylet. Visual examination of the lead found it was bent/kinked at the helix shaft area. X-ray confirmed distal coil was damaged at helix shaft area. Helix could be extended/retracted within 25 turns, but not smoothly, because of distal coil damage at helix shaft.